Event description:
Per user facility medwatch form, #(B)(4), during an unknown procedure; the tip of the harmonic scalpel broke off during use. Piece found and removed. Unknown if there was no patient consequence. No device returned.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.